Event description:
It was reported that the disposable hand piece became jammed in the motor drive unit. The user was able to force the cable, so it would disconnect. The issue occurred during an inservice presentation. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
Other- damage to drive connector or coupling - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.